Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with suction break and incomplete flap in the left eye which was occurred during last month. Surgeon did the recut and treated patient completely on the same day. Patient is doing great with 20/20 vision.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. The logfile shows twenty three successfully performed treatments. Both reported treatments could be identified in the logfile. The first attempt was stopped by the user, showing the warning message displayed as vacuum pumps stopped by foot pedal - treatment is aborted'. The info message displayed as vacuum pumps stopped by foot pedal - treatment is aborted' indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user performed another attempt to perform treatment. Re-treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. The manual docking process is complex and depends on various external factors as described above. Thus, the root cause cannot be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).